Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), genital haemorrhage ("abnormal bleeding") and urethral abscess ("right skene's abscess") in a 39-year-old female patient who had essure (batch no. B82473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included kidney stones in 2010. Otherwise no heart, lung, kidney ,gi,gu neurologic or psychiatric illnesses,no essure coils visible in fallopian tube ostia. Concurrent conditions included nausea, gas evolution in intestine, discomfort, anemia, fibroids, hypertension and motor vehicle accident. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 23 days after insertion of essure, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), urethral abscess (seriousness criterion medically significant), scar ("scarring"), pelvic pain ("pain / pelvic area"), dyspareunia ("dyspareunia (painful sexual intercourse),") and abdominal pain lower ("lower abdomen"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, urethral abscess, scar, pelvic pain, bladder disorder, urinary tract disorder, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, device dislocation, dyspareunia, genital haemorrhage, pelvic pain, scar, urethral abscess and urinary tract disorder to be related to essure. The reporter commented: patient takes hydrothyclacide medication most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and mr received. Reporter information, lab data, patient demographic information, essure indication and lot number added. Events - bladder or urinary problems or changes, dyspareunia (painful sexual intercourse), right skene's abscess, lower abdomen pain and she did not undergo essure confirmation test were added. Event pain clubbed with pelvic area pain. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), genital haemorrhage ("abnormal bleeding") and urethral abscess ("right skene's abscess") in a 39-year-old female patient who had essure (batch no. B82473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included kidney stones in 2010. Otherwise no heart, lung, kidney ,gi,gu neurologic or psychiatric illnesses,no essure coils visible in fallopian tube ostia. Concurrent conditions included nausea, gas evolution in intestine, discomfort, anemia, fibroids, hypertension and motor vehicle accident. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 23 days after insertion of essure, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), urethral abscess (seriousness criterion medically significant), scar ("scarring"), pelvic pain ("pain / pelvic area"), dyspareunia ("dyspareunia (painful sexual intercourse),") and abdominal pain lower ("lower abdomen"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, urethral abscess, scar, pelvic pain, bladder disorder, urinary tract disorder, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, device dislocation, dyspareunia, genital haemorrhage, pelvic pain, scar, urethral abscess and urinary tract disorder to be related to essure. The reporter commented: patient takes hydrothyclacide medication. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), scar ("scarring") and pain ("pain"). The patient was treated with surgery (removal of essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, scar and pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pain and scar to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.